Manufacturer narrative:
A medical review was performed on a provided video clip which concluded: based on the procedural description and surgical findings, the most probable scenario is that the perclose device entered the artery at a deviated trajectory which resulted in the sutures being placed distal to the intended access site. Although the footplate reportedly retracted, a misaligned device could have influenced the suture deployment to occur below the arterial entry point. It was reported that during suture retrieval and device removal, the device became stuck, likely due to the needles and sutures traversing and catching on different portion of arterial wall, necessitating applied force for closure device removal and ultimately requiring surgical intervention. The video reports the sutures below the access site in conjunction with arterial injury are consistent with off-axis device orientation during deployment. While the findings are abnormal device results, the available information is insufficient to confirm that the device malfunctioned or that the device directly caused adverse events requiring surgical intervention. Factors such as operator technique, patient anatomy, and procedural technique cannot be excluded as potential contributors. Based on the reported information, a relationship between the perclose device and the patient adverse event cannot be established. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medsun report.

Event description:
User facility medsun report (B)(4) received that states "perclose was attempted to deploy post cath and was stuck in the body. After sutures were deployed, device would not come out of body after foot plate was brought down. Perclose device was able to be removed from body. Hemorrhage from sheath site, manual pressure held and new sheath placed. Balloon inserted for balloon tamponade. Patient required to go to vascular surgery for repair." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with patient anatomy, or tissue or suture caught in foot. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU) as potential adverse event associated with use of vessel closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic left heart cath procedure with a 6f sheath. Reportedly, the suture was deployed then the footplate was retracted. While trying to harvest the suture, the device would not come out of body. The device was pushed back into the body and saw blood coming from the side port. Reopened and closed the footplate and tried to remove the device but once again, it was stuck in the body. Held pressure and pushed back again and eventually pulled back with force and the device came out. Inserted a wire back in, tightened the suture over wire without locking. Blood was gushing so pressure was held. The physician felt the vessel was torn. Inserted a sheath and a 9.0 x 40mm balloon up and over access on the contralateral side. Inflated to tampanode the vessel. Balloon remained up and patient transported to surgery. A patch was placed over the damaged vessel to treat the tissue and to achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.